Event description:
Product not working the way intended to. When trying to load the needle, it would not set in the device. "The needle will not capture." Had not used on pt; noticed defect prior to using. Removed device and opened new one.